Manufacturer narrative:
(B)(4).

Event description:
On the date of surgery on (B)(6) 2016, which had been scheduled to the observation of high lead impedance, pre-operative diagnostics revealed high lead impedance. In surgery, upon opening the pocket no visual anomalies were noted with the generator lead connection nor with the lead after it was removed from the pulse generator header. The pin was reinserted and normal lead impedance was measured. The lead impedance measured normal in several head/neck positions so the physician elected to leave the current lead implanted. Previous adverse events attributed to the patient's lead were submitted in mfg. Report # 1644487-2014-03341.